Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor; unable to perform a21 error test, occlusion test, no delivery test due to a21 alarm and prime anomaly. Also, the insulin pump alarmed a21 and reset anomaly after battery change due to broken solder joint of on the interface board. The insulin pump passed idle current test, run current test, self test, off no power test and displacement test. The motor passed motor test. No a17 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was able to clear the alarm.